Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning following a colonoscopy procedure on an unknown date. During a scope cleaning, the dual-end brush broke off at the metal tip, and the detached brush was successfully retrieved. There was no patient involvement in this event.